Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right atrial (ra) lead was explanted due to possible lead perforation. In addition, the patient experienced some chest pain. A new lead of the same model was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to possible lead perforation. In addition, the patient experienced some chest pain. A new lead of the same model was replaced. No additional adverse patient effects were reported.